Event description:
It was reported that during an ion transbronchial lung biopsy procedure, a patient experienced a pneumothorax. The biopsied lesion was located in the right upper lobe. The patient was stable and a pigtail catheter was inserted to reinflate the lung. The pneumothorax happened after the ion catheter was removed and was discovered with an x-ray during the procedure. The procedure was completed with no issues with the system. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, no response was received from the physician.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.